Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
It was reported and learned through medical records that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 3 months due to severe aortic stenosis. The tavr was performed with a non-edwards device. Per medical records, the patient presented with symptomatic aortic valve stenosis with mean gradient of 35 mmhg. A 29mm non-edwards device was implanted without complications. Post-operative tte showed no plv leak and no significant gradient. The patient was transferred to the cvl in stable condition and was discharged on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.